Event description:
Wife of home patient (hp) reported hp disconnected patient line from the homechoice set during treatment. Hp stopped treatment at time of 2240 alarm. There was no patient injury or medical intervention as a result of incident per hp's wife.